Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 400 mg/dl. The customer was throwing up and back and leg pains. The customer stated that changed her reservoir and infusion set three times in the last few days. The customer was treated with the pump. The customer was advised that we are sending a few samples of the mio infusion set to try and see if it helps with the high blood glucose. The customer has been having some slightly bent cannulas. The customer was advised to contact doctor to report the high blood glucose and the bent cannulas a the area she is currently using.